Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an emergency backup battery fault (ebb). The patients previous emergency backup battery had been exchanged a few days prior, so the system controller and ebb were exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was unable to be confirmed. The heartmate 3 system controller (serial number unknown) was not returned for analysis. Provided information stated that the emergency backup battery (ebb) was reseated three times; however, the alarm did not resolve. The alarm resolved after the system controller was exchanged. The system controller serial number was not known, no log files were available, and an ebb fault occurred 5 days prior to this event. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system controller being unknown. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) patient handbook EU, section 5 - ¿alarms and troubleshooting¿, and the heartmate 3 lvas IFU with heartmate touch EU ,section 7 - ¿alarms and troubleshooting¿, instruct users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 -¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller. The patient handbook and IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an emergency backup battery fault (ebb). The patient first experienced ebb faults on (B)(6) 2025. The patients previous emergency backup battery had been exchanged a few days prior, and the ebb was disconnected and reconnected 3 times which did not resolve the issue, so the system controller and ebb were exchanged. Troubleshooting was performed which did not resolve the issue. No log files were available and the alarms resolved post system controller exchange.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.